Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that the patient was alleged with possible ulnar nerve damage. Reportedly, there was loss/minimal use of the 4th and 5th digit and fistula creation arm. It was further reported that the patient had a nerve study conducted, and was seen by the orthopedic surgeon. Reportedly, the patient has not followed up as requested and missed a schedule magnetic resonance imaging (MRI) appointment; therefore, patient status is unknown.